Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver had a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no issues related to the motion of the instrument were observed. There was one broken cable protruding from the distal tip. No fragments fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.